Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. A followup/final report will be submitted when additional information becomes available.

Event description:
It was reported that patient underwent a left total hip revision due to unknown reason, approximately five (5) years post implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection of the returned product shows no damage to articulating surface. Scuff marks on head and taper and face. Item and lot numbers are not confirmed as they are not etched on part. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.